Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the patient had a loose battery connector on the controller. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. The controller failed visual inspection because the power port 1 was loose from the controller housing with a displaced o-ring gasket. It was also observed that the inside of the driveline connector was dirty; however, this finding is not associated with the reported event nor did it cause a problem during testing.the most likely root cause of the reported event can be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was found dead at home and that the system was not alarming when the patient was found. (B)(4) was not returned for evaluation; (B)(4) , (B)(4) (B)(4) and (B)(4) were returned for evaluation. Review of the manufacturing documentation of the pump and the batteries confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned (B)(4) and (B)(4) revealed that the devices passed visual inspection and functional testing. The controller was able to adequately alarm the no power alarm when both power sources were disconnected. Failure analysis of (B)(4) and (B)(4) revealed that the devices passed visual inspection but failed functional testing due to a faulty internal cell. Additionally, it was noted during testing that the relative state of charge for (B)(4) was stuck reporting 100%. This finding can most likely be attributed to a corruption of the main integrated circuit of the battery. Log file analysis revealed multiple losses of power on (B)(6) 2013. The logs show that the real time clock had reset at some point; however the date and time with the reset period were corrected by using the last download from the monitor file. Review of the alarm file shows 20 critical battery alarms on the days leading up to the (B)(6) 2013; the critical battery alarms show 0% relative state of charge (rsoc) on one of the connected batteries; the alarms typically cleared in less than a minute when the battery was disconnected. There were also three controller faults alarms due to a battery fell below a voltage threshold; this is usually associated with a battery that was allowed to discharge to 0% rsoc or due to a battery malfunction. On (B)(6) 2013, at 08:08:53 a power-up and pump start event occurred which means that all power was lost to the controller sometime since the last data log entry showed power attached at 07:54:30. This initial power lost may have been up to 14 minutes. Just prior to power-loss/restart event, the data log shows 100% capacity on the battery(s) connected to power port 1 for 63 consecutive entries or 16 straight-hours (16:22:35 on (B)(6) to 07:54:30 on (B)(6)). The data log does not record the battery serial number(s) connected during this 16-hour period. However, it was observed during testing that (B)(4) stuck reporting 100% rsoc. As a result, it's possible the battery connected to power port 1 was (B)(4) , which most likely had no remaining charge. Following the power-loss/restart, the analysis shows a number of subsequent power-up and pump start events indicating that power was lost and reestablished a number of times on (B)(6), 2013. The second and third power losses may have been up to 10 minutes, and up to 17 minutes; respectively. Two subsequent low flow alarms indicate that after two of the pump restarts, the flow rate was below the 2.0 lpm alarm limit. Based on the available information, the most likely root cause of the losses of power and alarms may be attributed to faulty cells found within batteries (B)(4) and (B)(4) . An internal investigation was opened to evaluate the batteries with faulty internal cell pairs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of two reports (3007042319-2013-00061 and 3007042319-2013-00095) submitted for devices related to the same event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.